Manufacturer narrative:
Event date unknown when breakage or non-union occurred. (B)(4). Date of original implant: 8 month to 1 year ago at another facility. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the patient had a non-union and a device broke post-op requiring additional surgical intervention. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original procedure for a transverse fracture had taken place eight (8) months to a year ago where patient was implanted with a 14-hole plate, and a total of ten (10) screws at another facility. Screws included five (5) locking screws at the proximal end, and five (5) locking screws at the distal end. Fracture was diagnosed as being healed by the other facility after two (2) follow-up visits. A few weeks ago, patient fell and it was discovered that the plate and a locking screw were found to be broken along with a nonunion. Revision surgery was performed on (B)(6) 2016, where the broken plate, broken screw and remaining nine (9) intact screws were removed. Fragments were retrieved from the broken implants. Patient was revised with a 14-hole variable angle locking plate. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. X-rays were taken on an unknown date and not available. This complaint involves 2 parts (14-hole plate and 1 locking screw). Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity: 9) this report is 1 of 2 for (B)(4).